Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge (B)(4) units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, thw customer was using cold insulin and was not performing the air removal step. Customer continued to use the existing cartridge. Customer¿s blood glucose level was in 146-259 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.